Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt rep mentioned that the pt was having shocks all afternoon yesterday and trying to change groups did not do any good. The pt stated that they were not happy with the therapy because they don't think it does what it's supposed to do since being implanted. Caller stated they can get up in the morning and get dressed and come out and sit down but that's about it and they can't walk very far because it hurts so darn bad. Pt stated they have tried to turn stimulation off and letting the implant battery go dead but that has not made a difference. Pt stated they are not happy with the implant and hurts so bad when they sit down. Pt stated they want the therapy to work. Pt mentioned upcoming appointment on the 11th.  Agent redirected to hcp to further address possible reprogramming.

Event description:
Additional info was received from patient who reported their healthcare provider (hcp) did not do anything to address the shocking from their device. Patient reported the shocking eventually went away on its own. They report their device does not do much for their pain in their back and that their pain is always there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.